Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapy for an atrial fibrillation with rapid ventricular response due to under sensing of the atrial fibrillation. Boston scientific technical services (ts) suggested programming enhancements. This device remains in service. No additional adverse patient effects were reported.